Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that he was hospitalized for 9 days due to a heart attack. After 3 days in the hospital, a diabetes specialist told the customer that his insulin pump was malfunctioning and to stop using the insulin pump. The customer stopped using the insulin pump and his blood glucose levels were better. After the customer went home he resumed using the insulin pump and his blood glucose levels went high again. Customer's blood glucose levels were 185 mg/dl. The customer stated that he would try using different sites and would call back if he continued to have high blood glucose levels. Nothing was replaced or returned.